Event description:
Pt was studied and found to have a lesion in the svc to the rca. Stent was placed to the svc to maintain patency. Stent prepared according to co protocol. Upon removal of the stent catheter, the stent was not on catheter and thought to be deployed. The same day pt developed chest pain with st elevation and returned to cath lab for emergency procedure. The setnt was removed with sheath. Pt was restented with no further complications.